Manufacturer narrative:
The (B)(4) record was printed and reviewed. The customer had originally requested the history from the dates of (B)(6) 2015. Due to the number of events recorded after this date range, the (B)(4) record only had event history data from (B)(6) 2015 (excluding the data recorded from actions performed at (B)(6)). It is clear from the (B)(4) review that the patient had used the clinician bolus function by entering the access code to receive unscheduled bolus doses. This behavior was recorded on event number (B)(6) of the log and can be found multiple times thereafter. The device was tested and passed all (B)(6) functional/performance testing. There are no deficiencies noted. (B)(4) was reviewed. The IFU adequately addresses this issue: general precautions (page 7). Security codes must be keyed-in to access the pump's advanced modes, default settings, and programming functions these security codes are designed to permit only the healthcare professional to access these functions. To prevent the patient from tampering with the pump settings, do not give the security codes to the patient or to an untrained healthcare professional. Chapter 14 (page 65) and chapter 24 (page 138) provide further instruction to avoid allowing patient to access the clinician bolus function. Chapter 25 (pages 153-154) explain programming sequences for a clinician bolus dose. It is clear from these instructions, and from follow up with the pharmacist, that the manual provides clear, unambiguous instructions for use. The root cause of this complaint is user tampering, specifically the patient gaining access to the clinician bolus function to administer additional pain medication. The clinician bolus function is intended to be off-limits to the patient and/or their caregiver. Even though the device was manipulated to give extra bolus doses, there was no report of any side effects to the patient.

Event description:
Device was returned on jan 25, 2016 at customer's request to print the event history for the pump. At the time of the request, the customer was not alleging any device deficiency. The pharmacist simply wanted a (B)(4) report for their files. During review of the event history on (B)(6) 2016, the (B)(6) service technician discovered an over-infusion condition which caused a complaint to be initiated. Upon discovering the over-infusion, (B)(6) probed the customer for additional information. (B)(6) learned that the customer suspected the patient may have been tampering with the pump. Customer believed the patient had gotten the clinician access code which would allow them to re-program the pump to deliver additional bolus doses.